Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Liner was lifted at approximately 3.5cm from distal tip and 2cm in length and 2mm in height. Rest of the liner was unexpanded and tip was unopened. Damage on the soft tip were noted. Distal tip was torn. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. In this case, ''during procedure, there were difficulties to insert the esheath. It was decided to remove the esheath and a damage in the distal part was noted.'' The patient's access vessel had ''moderate'' tortuosity and ''moderate'' calcification. Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.'' Tortuosity can create sub-optimal angles for sheath insertion, which may lead to resistance. Calcification can also create a restricted pathway and further contribute to resistance during sheath insertion. Interaction with sharp calcified nodules may weaken the distal tip and result in the observed distal tip damage. If excessive manipulation was used, it can lead to distal tip tear, was observed. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The degree of calcification and tortuosity of the access was moderate. During procedure, there were difficulties to insert the esheath. It was decided to remove the esheath and a damage in the distal part was noted. Therefore, a new esheath was used without problem. The procedure was successful. Patient was discharged. As per medical opinion, it was due to simultaneous presence of calcification and tortuosity caused this problem.

Manufacturer narrative:
The investigation is ongoing.